Manufacturer narrative:
Intuvie received a report from right way medical that, during service, it was observed that the speaker wires had become detached from the speaker while the lcd was being replaced. A review of the device serial number history did not identify any similar complaints. The failure mode was confirmed during evaluation, and the speaker assembly was replaced to resolve the issue. The probable cause remains undetermined. This speaker failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from right way medical that, during service, it was observed that the speaker wires had become detached from the speaker while the lcd was being replaced. No patient involvement was reported.